Manufacturer narrative:
The reported event that a locking drill sleeve, inserted through a targeting arm dist. Lat. Femur left, was not aligning properly with a ti plate could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The most likely reason why the locking drill sleeve did not fit in the plate is that there was misalignment between plate and targeting arm due to inaccurate surgical technique. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the target or for distal femur plate missed the ti plate. Surgical delay of 5-10 mins.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that the targetor for distal femur plate missed the ti plate. Surgical delay of 5-10 min.